Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a moderately sized pneumothorax. Upon waking up, the patient complained of dyspnea. The pneumothorax was discovered via chest x-ray, and a chest tube was placed to address it. The target nodule was in the left upper lobe, apicoposterior segment lobe, medial segment, and about 1 centimeter in size. The instruments used during the procedure included a 21g flexision biopsy needle, cytology brush and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The patient required 3 days of hospital stay, then was subsequently discharged home. The physician reported that the pneumothorax was not ion-related, but rather attributed to the biopsy of a subpleural nodule with pleural violation. The pneumothorax would have not likely occurred via another modality.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that the pneumothorax was not ion-related, but rather attributed to the biopsy of a subpleural nodule with pleural violation. System logs were not available for review.